Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 4-5 months ago prior to contacting lfs. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. A couple months after the alleged issue begun, the reporter claimed the patient had headaches, shaking, blurred vision and cold feet. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the reporter through resolving the alleged issue and advised the reporter to replace the batteries. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.